Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a hair was found inside of the package when opened. Another product was then used to complete the case. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Device was not implanted. Complaint sample was evaluated and the reported event was confirmed. From the evaluation of the returned product determined a hair like fiber was inside the inner cavity of the packaging. From the analytical testing services results, it was noted that the "the ftir spectrum of the fiber is consistent with being of biological origin. The appearance was consistent with being hair. There was also polyethylene present, likely from the bag the hair was stored in." DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to human factor issues. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Further investigation determined the product likely left zimmer biomet control non-conforming. Based on the confirmed presence of a hair in the package, it was concluded that it was due to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.